Event description:
The facility's biomed reported the pump overinfused during clinical use. Dobutamine was programmed to infuse at a rate of 7.4 ml/hr with a vtbi of 250ml. Approximately 200ml infused in about 2 hours. The pt expired 2 to 3 hours later. Follow-up with the program director at the facility revealed the pt was not supposed to have received dobutamine and it is not known at this time what medication the pt should have been receiving. The program director reported the pt death was not related to the wrong medication being given or the fact that the medication overinfused. He noted the pt was in a condition where death was imminent and the death was unrelated to the reported incident. Despite baxter's efforts to obtain additional info regarding additional incident details, specific pt details, pump set-up and autopsy results, no further info has been obtained.